Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-01102. It was reported that the patient had a staph infection at implant site that was treated with oral antibiotics. As a result, the physician explanted the patient¿s entire system. Ineffective therapy was also reported in related manufacturer reference# 1627487-2020-01085 & 1627487-2020-01086.